Event description:
It was reported that an ilet screen was cracked to the extent that the touchscreen became unresponsive, and a replacement device was provided; the user asked about device adaptation and was informed it would operate as a new start. Symptoms included none, as blood glucose levels were reported unaffected. Outcomes included the user reverting to an alternative insulin therapy while awaiting the replacement. Investigation included request for images to verify the damage and verification of device identifiers and shipping information. The returned device was received. Investigation of this case revealed physical damage to the display assembly resulting in loss of touchscreen responsiveness, consistent with a hardware screen failure due to external impact. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to a manufacturing or design defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.